Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by cts, reset the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to call back if any issues recur.